Manufacturer narrative:
The reported oversensing was confirmed in the laboratory via review of the device image. The device was tested on the bench and no anomaly was found. The cause of the reported oversensing could not be determined.

Event description:
Additional information that the patient was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented in-clinic for a scheduled device upgrade. The device was post-paced t-wave oversensing on the ventricular channel stored on egm. The device was explanted and replaced.